Event description:
The customer contact reported that the device alarmed with a whitescreen error. The device was returned to the biomedical dept from an unk floor with no note attached. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. No add'l info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrated only the rate when the device was delivering in the kvo mode. Further testing found the device did not pass the sdram test. This was due to the som 2 hardware module. As indicated in section h7, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.